Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Initially, the alarm did not occur during the loading process, and there was no previous report of this issue with the pump serial number. The customer needed to eat before further troubleshooting due to a recent bolus. After follow-up, technical support guided the customer to remove the cartridge, deliver a bolus successfully, and then reload the cartridge. The customer was unable to resume insulin therapy with the original cartridge, but with assistance, they successfully loaded a new cartridge and resolved the issue.